Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage a bakri tamponade balloon catheter leaked. The patient had already lost 800 ml of blood before the device was place transabdominally. The user began inflating the bakri with saline when it began leaking from the drainage port. The device was then removed and replaced to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during treatment of a post-partum hemorrhage a bakri tamponade balloon catheter leaked. The patient had already lost 800 ml of blood before the device was place transabdominally. The user began inflating the bakri with saline when it began leaking from the drainage port. The device was then removed and replaced to complete the procedure. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was returned for evaluation half inflated with no stopcock attached. A leak test was performed, and the balloon inflated but leaked through the sideport on the distal end. There appeared to be lumen communication. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The most probable cause of the reported event was lumen communication, but a cause of the communication could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.